Manufacturer narrative:
The actual devices were not returned. Samples of the same lot code were returned by distributor. Distributor was hired to kit pack these electrodes in cardio monitoring kits. It is the customers that reported the probelms with the electrodes. Repeated calls to president of hiring co, have not produced any responses. At this time we are unable to obtain any specifics as to how long these electrodes were worn, how the skin was prepped prior to application or any instructions for use that may have been given to the end users. We have no details of the reported problems with the electrodes. The returned unused samples are being evaluated by a quality engineer. I will file a supplemental report when the investigation is completed.

Event description:
It was reported by the distributor that a customer of theirs reported to them that, "the ECG electrodes were not staying on the skin during the outpatient monitoring process, that the electrodes were coming apart. That the pts had reported rashes, boils, blisters and open wounds at the application sites."